Event description:
The manufacturer received information alleging capacitor explosion occurred on an everflo device. There is no allegation of serious or permanent harm or injury. The device was not in use on a patient at the time of the occurrence. The device has not yet been returned to the service center for evaluation. If additional information is received, a follow-up report will be submitted.